Event description:
Device report from (B)(6) reports the following: radial head two-hole rim plate was used for right radius head fracture (morrey type iii) on (B)(6). After the operation, the affected part had been immobilized with a splint for two weeks before the patient started rehabilitation. As of (B)(6), no development was seen in the x-ray compared with the postoperative image. According to x-ray on (B)(6), a locking screw in the plate shaft was broken just below the screw head and a cortex screw was loose. According to x-ray on (B)(6), the cortex screw was looser than the previous x-ray. For now the affected part is properly repositioned and there is no pain with the patient. This is report 2 of 2 for complaint com-(B)(4). This report is for one unknown locking screw.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for one locking screw, part and lot numbers unknown. Implant date: (B)(6), year unspecified. Explant date: device has not been explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.